Manufacturer narrative:
(B) (4)

Event description:
The pt was in the emergency room complaining of severe shocking. He had been instructed to do the physician mode recharge (pmr) at home because the battery was overdischarged. Following the pmr the device was in a power-on-reset condition as was displayed on the pt programmer and recharger. It was not possible synch and clear the condition with either the programmer or recharger and the stimulation could not be turned off. A manufacturer rep was paged to assist. It was stated that the pt had felt the shocking prior to the overdischarge and that was why he had not charged or used the device. Further info is being requested from the hcp.